Manufacturer narrative:
Device evaluation of battery sn (B)(4) is underway. The reported problem (unable to power on monitor) was confirmed. Upon investigation the battery was unable to power on a monitor or charge. The battery is being returned to the supplier for root cause investigation. A supplemental report will be submitted upon completion. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to power on a monitor.

Manufacturer narrative:
Follow-up report - device evaluation (09/16/2016): device evaluation of battery sn (B)(4) has been completed. The reported problem (battery unable to power on a monitor) was confirmed. Upon investigation the battery was unable to power on a monitor or charge. Per the battery supplier, the cause for the battery failure was likely due to a short between the copper layers of the battery pcb. The root cause for the short was a manufacturing error. A supplier corrective action was initiated. Device evaluation summary: device evaluation of battery sn (B)(4) is underway. The reported problem (unable to power on monitor) was confirmed. Upon investigation the battery was unable to power on a monitor or charge. The battery is being returned to the supplier for root cause investigation. A supplemental report will be submitted upon completion. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to power on a monitor.